Event description:
The infusion pump was utilized to administer 150 ml of an antibiotic solution. Reportedly then the pump indicated that 150 ml had been infused there was still 50 ml remaining in the solution container. The infusion rate was not reported. The infusion pump was removed from use. No pt injury occurred.